Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2022-00133 and # 3005099803-2022-00134 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) with pseudocyst drainage procedure performed on (B)(6) 2021. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the axios stent (the subject of this report) fully deployed outside the pseudocyst. The stent was removed from the patient with forceps. A second axios stent ( the subject of MFR. Report # 3005099803-2022-00134 ) was attempted to be implanted; however, again the stent fully deployed outside the pseudocyst. The stent was removed from the patient with forceps and the procedure was completed using a cystotome and a plastic stent. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.